Event description:
It was reported that shaft break occurred. The target lesion was located in coronary artery. A 2.00mm x15mm nc emerge balloon catheter was advanced for post-dilatation. However, during the procedure, troubled pushing the balloon was felt and the balloon was broken. The procedure was completed with another of the same device. There were no patient complications reported.